Manufacturer narrative:
H11. Additional narrative. Surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was learned via implant patient registry that a 11500a 25mm aortic valve was explanted and replaced with a 11060a 25mm valved conduit after an implant duration of 2 years due to dehiscence with large lvot pseudoaneurysm. Per medical records, intraoperatively the aortic valve was noted to have obvious dehiscence in the setting of a large lvot pseudoaneurysm. The aortic root was very inflammatory and had some difficulty dissecting. The valve was excised, and the root was replaced with a 25mm valve 11060 konect conduit. The patient tolerated the procedure with no complications. Intra-op tee demonstrated no pvl. Pt was transported to cticu and discharged on pod#6. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.

Event description:
It was learned via implant patient registry that a 11500a 25mm aortic valve was explanted and replaced with a 11060a 25mm valved conduit after an implant duration of 2 years due to dehiscence with large lvot pseudoaneurysm. Per medical records, intraoperatively the aortic valve was noted to have obvious dehiscence in the setting of a large lvot pseudoaneurysm. The aortic root was very inflammatory and had some difficulty dissecting. The valve was excised, and the root was replaced with a 25mm valve 11060 konect conduit. The patient tolerated the procedure with no complications. Intra-op tee demonstrated no pvl. Pt was transported to cticu and discharged on pod#6. Per information received through the patient support center, incidental finding of a lvot pseudoaneurysm was discovered. Patients heart team suspected that remnants of his previous septicemia had caused his valve to dehisce, leading to the aneurysm.

Manufacturer narrative:
H11. Additional narrative. Updated b5 and h6. A device history record (DHR) review was performed, and no relevant non-conformances were identified. Device dehiscence or suture tear-out may occur either early or late. When it occurs early, it is typically due to inadequate device implantation combined with friable myocardial tissue. Procedural factors, including suturing issues, may also result in dehiscence of the valve. In this case, the device was exchanged and/or repaired using standard surgical techniques, and no harm resulted. When dehiscence occurs late, it may be related to anatomical factors, including irregular patient anatomy, which may lead to and increased stress on the surrounding tissue over time, resulting in dehiscence. The reported patient condition hypertension (htn) can cause chronic stress on the heart muscle as it works harder to pump blood throughout the body. Additionally, patients heart team suspected that remnants of his previous septicemia had caused his valve to dehisce. Which may have contributed to the reported event. Based on the information available, the most likely root cause is patient factors. An edwards defect has not been confirmed.